Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One opened probe was received with a tip protector, in a tray, for the report of unable to incise vitreous and vitreous body sprang back from aspiration line. The returned sample was visually inspected and found to be non-conforming with the probe needle slightly bent, orange/brown foreign material on the port face, in the port and on the welded cap. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for actuation and aspiration and was found non-conforming for cut. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be slightly bent. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. The complaint evaluation does not confirm that the probe had an aspiration failure. The evaluation does confirm that the probe had a cut failure. The most likely root cause for the cut non-conformance is from the bent needle and bent inner cutter. A damaged inner cutter can impede the movement of the cutter shaft, affecting the quality of the cut performed by the probe. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An aspiration failure was not confirmed and an exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that even though aspiration was functioning, he/she was unable to incise vitreous body during surgery. Once he/she stopped aspiration, the vitreous body sprang back from the aspiration line into the patient eye. The surgery was completed after replacing the product with another one. There was no patient harm.